Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample provided by facility. Bd received one nexiva unit without the original packaging along with a miscellaneous connector. Upon examination of the unit there were no damages or slits observed on the tubing. A leak test was performed by connecting compressed air to the adapter of the unit. The leak test revealed a leak at the adapter/tubing junction. Further microscopic examination revealed damage at the base of the adapter where leakage occurred. The jagged damage is likely indication that the tubing was torn. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.a complaint history check was not performed as the lot number is "unknown" for this complaint. H3 other text : see h.10

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a crack in the tubing. This was discovered during use. The following information was provided by the initial reporter: material no: 383511 batch no: unknown it was reported that when rn flushed IV ns came out a crack in the tubing below the yellow hub.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a crack in the tubing. This was discovered during use. The following information was provided by the initial reporter: material no: 383511, batch no: unknown. It was reported that when rn flushed IV ns came out a crack in the tubing below the yellow hub. Concern description: IV insitu, patient complaining. Rn flushed IV and ns came out a crack in tubing just below yellow hub.